Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 1event was previously reported during the reporting quarter; however, - 6 previously reported events were included under MFR report # 3015967359-2024-02206 but should be included under this report. - 7 previously reported events are included in this follow-up record. Product return status 2 devices were received. 5 devices were not available for evaluation.

Event description:
This report summarizes 7 malfunction events in which the device had a component detach. - 1 event had the problem identified during a non-clinical procedure; there was no patient involvement. - 6 events had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Additional information: 1 device was labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device had a component detach. 1 event had no patient involvement; no patient impact.